Event description:
Additional information from the patient indicated that they thought that maybe the battery needed to be replaced. They stated that they were going to call their doctor, but the issue started resolving, and now they are only charging 4-5 days between charges. The issue has been resolved for now.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were starting to have trouble with their battery in their controller. Patient clarified they were having to charge their implanted neurostimulator about every other day, which they started to noticed probably in the last month or so, in april. Agent asked, patient confirmed they had not increased their settings or been using the stimulation more in the past month, and had not had any falls. Patient also mentioned the controller used to hold a charge until implant was completely charged, but now said to recharge the controller. Agent reviewed recharge frequency depended on settings/usage and the patient was redirected to their healthcare provider to further address the issue.